Event description:
It was reported that during a lap cholecystectomy, the device was not working and did not fire. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Device fired through lockout, damaged stop lug on feed bar the analysis results found that the device was received with the advancer protruded from the jaws. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The device was disassembled and the feed bar was found damaged on the stop lug, causing the found condition of the advancer. A possible cause of this finding is that the feed bar got damaged when the lockout was fired through. No incident related to the reported event was observed during the batch record review.